Event description:
A female patient (date of birth (B)(6) 1942) had a falsely depressed sodium result while using the architect c8000 analyzer. Sid (B)(6): drawn on (B)(6) 2013. Sodium value on (B)(6): 115 mmol/l. The sample was then repeated on (B)(6) 2013 after the replacement of the ict module: 150 mmol/l. Newly drawn sample (sid (B)(6)), result from (B)(6)7: 140 mmol/l. ). The following was noted: in the last calibration there was an increase of 64.7% in na, 93.7 % in k and 71.3 % in cl. The customer returned the ict module, and it was inspected by abbott who found 2 seal rings on one side (the side facing the ict probe). The ict module was installed on (B)(6) 2012 at 11:18 am. At that time error "5619 ict offset 11:18 am adjustment error for na)" occurred twice (11:21 am and 11:28 am). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer's issue showed that the customer had installed the ict module with an extra o ring on one side of the ict module. The architect operations manual lists incorrect placement of o rings as a likely cause of erratic ict results. Furthermore, the instrument logs indicated errors consistent with incorrect placement of o rings around the time of the occurrence of the issue described in this complaint. Based on the available information, a deficiency was not identified. There is no evidence that a malfunction occurred as the ict module had been improperly installed with an extra o-ring. Current labeling provides instructions for replacement of the ict module and troubleshooting assistance for error codes generated and erratic results. Complaint information reasonably suggests that the instrument is performing as intended and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.